Event description:
It was reported this balloon ruptured following the third inflation above its rated burst pressure during an arteriovenous fistula graft dilatation procedure. During withdrawal of the balloon catheter, significant resistance was encountered. Continual exertion against resistance resulted in detachment of the balloon material in the pt. The balloon material was not located and was believed to be within the graft. The pt underwent surgical exploration for location of the balloon material. However, the material was not located. A graft revision was performed at that time. The pt's condition is good. This device is currently being evaluated by this MFR. A supplement will be forwarded following the completion of the engineering eval. It was indicated continual exertion against resistance resulted in detachment of the balloon material. It was also indicated this device was inflated beyond its rated burst pressure. Co believes these factors contributed to this event. However, without evaluating the device, co is unable to determine the exact cause of this event at this time. Co's directions for use state: "the rated burst pressure should not be exceeded... Inflation in excess of rated burst pressure may cause the balloon to rupture... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully... If resistance is encountered, due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."